Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 459878 lead, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a defect. Crossover therapy was performed by programming adaptive crt (acrt) from off to on. The lv lead remains in use. Evaluation of the data file noted the right ventricular (rv) lead had high sensing integrity counter (sic) and viability in sensing, impedance, and threshold. The rv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified by the clinical site that the lv lead did not have a defect. The defect was actually for the rv lead. No action was taken and the rv lead continues to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were signs of lead fracture on electrograms (egm).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated an r-wave amplitude measurement issue. Information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead exhibited high thresholds and a sudden impedance rise to high impedance values. The rv lead was explanted and replaced.